Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported connector pin was broken/bent/loose, ins shut off because battery died. A replacement desktop charger would be sent, desktop charger was damaged. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the internal battery needs to be recharged and doesn¿t know who call to get it recharged.